Event description:
It was reported from (B)(6) that the electric pen drive device started running when the cable was mounted. According to the reporter, the issue was observed when the device was tested at the service center. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as nov 30, 2012. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the control unit was not functioning properly. Therefore, the reported condition was confirmed. It was further documented that the failure could not be reproduced. The hand piece functions except when with the test hand switch. There are signs of liquid damage at the engine and corrosion at the three bullets was visible. The assignable root cause was determined to be due to faulty production. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.